Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6)

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 350-525 mg/dl). Infusion set and cartridge were changed multiple times. Correction boluses were delivered and basal rate was increased to address bg. Pump system check with tandem technical support (cts) found pump to be functioning properly. Contact reported to have changed the customer's personal profile settings. Cts recommended contact discuss event with a healthcare provider.